Event description:
The reporter contacted animas on (B)(6) 2014 alleging a cartridge issue. The reporter stated that there were air bubbles in the cartridge. The reporter stated that the patient had a blood glucose (bg) of 276mg/dl with not feeling right and tired. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient is using correct filling technique. This report is being reported due to air bubbles in the cartridge.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2015-device evaluation: the retained cartridge has been evaluated by product analysis on 01/20/2015 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.